Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. The instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to damage to the trigger cord as well. The instructions for use state: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a endoscopic procedure, the physician used a cook 6 shooter saeed multi band ligator (mbl-6-ov). The customer had a mbl-6-ov string sever [trigger cord broke] from the distal end of the endoscope.

Manufacturer narrative:
An emdr report was initially sent on 12/02/16, based on the description of event that stated the customer had a mbl-6-ov string sever from the distal end of the endoscope. The device was received for evaluation on 12/15/16. Our evaluation of the returned device was unable to confirm the report. During our laboratory analysis, the trigger cord was intact and not broken. The irrigation adapter, barrel, trigger cord, two-way handle and one black band were returned. The length of the trigger cord was measured within specification. A bead inspection plate was used and all twelve (12) beads were intact. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The barrel was returned with the beads and string still attached to it. There was one (1) black band returned and the four (4) black bands and one (1) amber band were not included in the returned. The loading catheter was not returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution based on the device evaluation, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This cancelation follow up report is being sent to cancel the initial report submitted relating to this event.